Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported one (1) other related occurrence of this issue for this product lot. Quality control testing was complete and passed. Retain samples were tested. The issue was not duplicated as the product was already tested from product release. A customer returned was requested. If additional information is received an additional follow up MDR will be submitted.

Event description:
On 09 jan 2025 the customer reported two (2) activflo routine I-taped- white 1000, p/n 39lc-500-1-l, lot 20241022 opened in the processor. The customer was able to find the patient tissue and were able to distinguish by tissue type. There was no re-biopsy required.